Manufacturer narrative:
H6: a follow-up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, after one minute of use, the bur broke. It was also reported that the event caused a three minute delay to the procedure and no adverse consequences or medical intervention occurred as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. H3 other text : device discarded by customer

Event description:
It was reported that during a surgical procedure, after one minute of use, the bur broke. It was also reported that the event caused a three minute delay to the procedure and no adverse consequences or medical intervention occurred as a result of this event. It was further reported that the procedure was completed successfully.